Manufacturer narrative:
This report is submitted on march 01,2022.

Event description:
Per the clinic, the device was explanted (date not reported) due to pain. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on june 14, 2022.